Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric into the pancreas to treat pseudocyst after pancreatitis during an endosonographic procedure performed on (B)(6) 2024. On (B)(6) 2024, post-procedure and prior to discharge, the patient experienced severe bleeding with hemorrhagic shock due to erosion of a splenic polar artery. On the same day, trans-arterial coiling of the affected vessel was performed, and the axios stent was removed from the patient. Reportedly, the patient's condition was good but still in follow-up treatment because of the possibility of a recurrence of the cyst after the emergency removal of the axios stent.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the patient complication of severe bleeding. Imdrf patient code e233603 captures the patient complication of hemorrhagic shock. Imdrf patient code e2006 captures the patient complication of erosion of a splenic polar artery. Imdrf impact code f23 captures the trans arterial coiling of the affected vessel. Imdrf impact code f2202 captures the removal of the stent.